Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer confirmed the insertion technique she uses when inserting the sensor. During the insertion, when she pulls the serter away from the body the sensor come off. The sensor is not sticking to the body. The sensor will get inside of the serter. This has happened to the last three sensors. The incident happened one to two weeks ago. Nothing further reported.